Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a balloon rupture occurred. The lesion was located in the left anterior descending artery. The maverick 2 monorail 15mm x 1.5mm balloon catheter ruptured at twelve atmospheres. It is unknown how many inflations occurred. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure a balloon rupture occurred. The lesion was located in the left anterior descending artery. The maverick 2 monorail 15mm x 1.5mm balloon catheter ruptured at twelve atmospheres. It is unknown how many inflations occurred. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on, device returned to manufacturer on, device evaluated by manufacturer, evaluation summary, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: a microscopic examination of the balloon material identified a radial tear over the distal edge of the markerband. The tear measured approximately 0.5mm in circumference. An examination of the markerband identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).